Manufacturer narrative:
This supplemental report was created to update d6b: explant date and h6 patient codes with device explantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket erosion. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This lv lead remains in service. Additional information indicated that this lead was already explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket erosion. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This lv lead remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system had experienced pocket erosion. The crt-d was deactivated while the leads remained in service. In addition, the patient had a hematoma post-op of some kind. The patient was treated with antibiotics. The culture test shows negative results for infection. Additional information indicated that after the device deactivation, the patient was sent home, and the patient and family decided on hospice care. No additional adverse patient effects were reported. The patient's wife contacted boston scientific and reported that the patient had passed away about five weeks later. The local sales representative was told by the physician that the system was not extracted at the time the erosion was observed because the risk of death was too high. The system was explanted post-mortem; the terminal pin segment of the lead was returned attached to the explanted crt-d. Laboratory analysis was not able to confirm the reported clinical observations relating to infection/erosion.

Manufacturer narrative:
This supplemental report was created to update d6b: explant date and h6 patient codes with device explantation. If information is provided in the future, a supplemental report will be issued. Laboratory analysis is not able to confirm the reported clinical observation of infection/erosion. Boston scientific has determined these observations are a known inherent risk with the use of this product.